Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine/headache"), proctalgia ("perianal pain") and uterine polyp ("endometrial polyp") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic salpingectomy bilaterally). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the migraine, weight decreased, proctalgia and uterine polyp outcome was unknown. The reporter considered menorrhagia, migraine, pelvic pain, proctalgia, uterine polyp, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: per pfs: essure insertion date: (B)(6) 2007 (previously reported as (B)(6) 2007) approximate weight at the time of essure placement: 188 lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine/headache") and proctalgia ("perianal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic salpingectomy bilaterally). At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, weight decreased and proctalgia outcome was unknown. The reporter considered menorrhagia, migraine, pelvic pain, proctalgia, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: per pfs: essure insertion date: (B)(6) 2007 (previously reported as (B)(6) 2007). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-mar-2020: medical record received. Essure insertion date was updated. Essure model number was updated to ess#305 (previously reported as ess#205). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine/headache") and proctalgia ("perianal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bbbsalpingectomy). At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, weight decreased and proctalgia outcome was unknown. The reporter considered menorrhagia, migraine, pelvic pain, proctalgia, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: per pfs: essure insertion date: (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: plaintiff fact sheet received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury¿ was updated to more specified events¿ abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), migraine/headache, perianal pain, weight loss, medical device monitoring error and pelvic pain. Patient demographics, essure removal date and reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraine/headache"), proctalgia ("perianal pain") and uterine polyp ("endometrial polyp") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic salpingectomy bilaterally). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the migraine, weight decreased, proctalgia and uterine polyp outcome was unknown. The reporter considered menorrhagia, migraine, pelvic pain, proctalgia, uterine polyp, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: per pfs: essure insertion date: (B)(6) 2007 (previously reported as (B)(6) 2007. Approximate weight at the time of essure placement: 188 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: pfs received: endometrial polyp was added as a event. Event outcome of pelvic pain, bleeding was updated from unknown to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.